Event description:
It is reported that the device was revised in 2007, due to breakage. Exact implant date is unk.

Manufacturer narrative:
Other device used: catalog #00999001846, zmr hip system femoral body revision nitrided porous, lot #64182100. This report will be amended when our investigation is complete.